Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report; provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure. After the patient was sedated, the physician inserted the catheter into the patient's anatomy. Prior to transeptal puncture, the physician was attempting to image the left atrium when it was observed that the image quality generated by the catheter was poor. The physician removed the catheter and reinserted a new one and the reported issue was resolved. There was no delay in completing the procedure and there was no loss of data. The was no patient adverse event reported. No additional information was provided.